Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. A loose connection of the cassette to the supply bag was reported and is a known cause of this alarm; however, the cause of the loose connection is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received a system error (se) 2240 (air in set/line) during use of the homechoice (hc) machine. This event occurred during dwell two of four, while the patient was connected. The technical services representative assisted the patient in clearing the alarm. During troubleshooting, it was found that the supply bag connection was loose and leaking. The technical service representative (tsr) had the patient close the clamps, cycle the power on the hc machine, and end therapy. There was no patient injury or medical intervention in association with this report. No additional information is available.